Event description:
A thrombus extension (1 cm) in the common femoral vein of the treated left limb was detected in 2002 during the routine follow-up after the closure procedure. The patient was asymptomatic of any potential complications related to dvt. The patient was hospitalized for 3 days and placed on anticoagulation therapy that included intravenous heparin followed by coumadin. It was found that the thrombus had lysed in 11/02.